Event description:
The faciilty representative contacted baxter on 18 june 2010 to report an infusor that had a ruptured bladder during patient use at the patient's home. The event occurred almost at the end of the infusion. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The sample has been requested but has not yet been received by baxter. A follow-up medwatch report will be submitted if the sample is received by bater for evaluation and if additional information becomes available.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.